Event description:
During the surgical procedure, the attending surgeon informed the o.r. Staff that a screw broke during implantation. The thread of the screw was retained in the patient's bone flap. The head of the screw was recovered and passed off the sterile field to the circulating nurse, who bagged it and gave it the neuro coordinator (supervisor). The surgeon stated she would not remove the implanted portion due to difficulty and agreed to write a note in the chart. No x-ray was performed since both pieces were recovered.